Event description:
During a routine f/u, a "device reset" message was displayed upon initial interrogation. When attempting to continue with the interrogation, a "device parameter error" had occurred along with an "all functions off" configuration and "ram" map displayed. A different programmer was then used to determine if the prior messages could be related to the original programmer. The same messages were rec'd as well as an "arrhythmia detection on-going" message and "ram" map again displayed. The physician and nurses monitoring the pt stated that the pt's sinus rhythm was normal. The "ram" map was faxed to st. Jude medical technical svcs for review. Upon review of the "ram" map, it appeared that the device may be experiencing telemetry complications and that the device should be removed.